Manufacturer narrative:
Product analysis: visual and optical examination of the ibt balloon identified a sharp cut at the distal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: vertebral compression fracture th-12. Levels implanted: th-12. It was reported that intra-op, the inflatable bone tamp was ruptured during the first inflation. The product came in contact with the patient. No patient complications were reported as a result of this event.